Manufacturer narrative:
(B)(4).

Event description:
The patient stated she was seeing something on her programmer and did not know what it was. The patient stated she saw a box with a hook and the number 3. The patient services reviewed this indicates what program the implantable neurostimulator (ins) was currently on. The patient stated she was currently on program 3 and reported a return of symptoms. The patient's stimulation was set at 0.4 and had to go to the bathroom constantly which caused her bladder to hurt so she increased stimulation to 0.6. The patient reviewed her bladder pain was not from the stimulation but from her over active bladder. The patient was not sure what to do so she turned off the stimulation for the night. The patient stated she turned the stimulation back on and increased stimulation to 0.8. While on the call patient increased stimulation to 0.9. The patient stated this was comfortable sitting standing and walking and was aware to decrease stimulation if stimulation becomes uncomfortable. The change in therapy/symptom was noted as sudden. The patient stated she has an over active bladder and when she has to go to the bathroom all the time it causes her bladder to hurt. The patient reported 4 days later that the patient increased stimulation on program 3 but didn't see an improvement in her symptoms so she turned stim completely off. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.